Event description:
During a follow-up, episodes of noise were noted on the atrial lead. Lead damage was suspected but was not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.